Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the pre-discharge check following implant, this right ventricular (rv) lead was found to have reduced slack. Impedance, sensing, and thresholds were all within acceptable limits but variable. The physician elected to surgically reposition the lead. Following the repositioning, the measurements were reportedly excellent. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.